Event description:
It was reported that the pacemaker exhibited post paced t wave oversensing. Programming changes were made. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.